Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented due to syncope. The hospital staff believed the syncope to be related to urosepsis, which is a urinary tract infection that has reached the blood stream. A remote interrogation was performed which found no stored episodes and no measurement issues. The cardiac resynchronization therapy defibrillator (crt-d) and leads remain in service and no additional adverse patient effects were reported.